Manufacturer narrative:
Investigation: according to the DHR review process; the result showed there were no issues reported like ¿notch didn¿t fit¿ during the manufacturing process of the lot number reported under this customer complaint. According with the photos evaluation it was summarized the following: the pieces seem to be free of damages, warps, flashes, that could restrict the correct assembly between the lid and the collector base. It was confirmed the lot and the part number by the label placed in the collector. It was observed that the top is not fully assembled to the base. Potential root cause . Instructions for use not properly followed. Molding issue. Based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process, because the physical sample is needed to evaluate the failure reported. During the evaluation over the pictures received from customer there was not observed defects that could affect the functionality of the product. If physical samples are provided, then a functional evaluation will be performed to determine the root cause of this failure.

Event description:
It was reported that bd¿ sharps collector lid did not fit the collector. This occurred on 2 occasions. The following information was provided by the initial reporter: the notch in the lid didn't fit to the collector.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ sharps collector lid did not fit the collector. This occurred on 2 occasions. The following information was provided by the initial reporter: the notch in the lid didn't fit to the collector.